Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The ipg was explanted and replaced due to ipg reaching end of life. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.